Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was subacute/acute ischemic infarct, and although possible, it was highly unlikely that the implant caused the stroke especially considering one week before implant, the patient experienced left sided weakness. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. On (B)(6)2024, the patient had a stroke. The patient reported that one week before implant, they experienced left sided weakness. An MRI was performed, and the finding was reviewed with the patient's family neurologist. There was no implication that the stroke was related to barostim. Per the opinion of the physician, the root cause of the event was subacute/acute ischemic infarct, and although possible, it was highly unlikely that the implant caused the stroke, especially considering the event prior to surgery. The patient was discharged and was in stable condition.